Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 174 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the display screen was cracked, they are unable to read the screen and they are not sure how damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.